Manufacturer narrative:
The manufacturer received photos and will be reviewed as part of ongoing investigation. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00203.

Event description:
It was reported that when the rasp was knocked out, the base of the rasp broke off and got stuck in the shaft. To remove the rasp, the reduced fracture had to be taken apart again.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The rasp and the adapter were returned for investigation. The reported breakage can be confirmed. A part of the rasp is broken. The instrument is in a bad condition. The teeth show also several damages. In addition, the shaft area of the rasp shows signs of deformation, most likely caused by hitting the rasp with another instrument. The adapter does not show any fracture. However, there are some signs of use and some deformation available. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.